Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. A most likely cause of the event is as stated, that the patient made a false step in the spiral staircase of his home and caught-up by placing his operated leg on the ground. Per product directions for use, post-operatively, until healing is complete the fixation provided by this device should be protected. The post-operative regimen prescribed by the physician should be strictly followed to avoid adverse stresses applied to the implant. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted. Device expected but not yet returned.

Event description:
It was reported that the plate broke post-op. The patient made a false step in the spiral staircase of his home and caught-up by placing his operated leg on the ground. This accident caused some knee pain. During the consultation on (B)(6) 2015, the surgeon found a suspicious deformation. The x-rays confirmed that the plate was broken. A second surgery took place on (B)(6) 2015 and the plate was changed. The initial surgery was on (B)(6) 2015.